Event description:
It was reported a wireless module would not connect to the customer's network. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Module received inoperable due to a "check battery" condition. This was caused by a failure on the radio pcb rendering the unit un-repairable. The "check battery" condition prevents the modules capability to perform as expected and is a known contributor to the reported symptom. The un-repairable wireless module was removed from svc and replaced.